Event description:
Per provider the capacitor has a short circuit. Per the independent repair center statement the unit won't start. The capacitor has a short circuit. The key failure the capacitor on the compressor.